Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. Pt had no adverse effects. Sample is not available; sample was discarded.